Manufacturer narrative:
A direct correlation between left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding, stroke and renal failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. The pump was not returned for evaluation as it was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2018 due to a stroke and multi-system organ failure. The patient was admitted into the hospital on (B)(6) 2018 with acute renal failure unknown etiology requiring continuous veno-venous hemofiltration treatment., supratherapeutic international normalized ratio (inr), and anemia secondary to epistaxis. The patient¿s course was complicated by right frontal intraparenchymal hemorrhage and respiratory failure. On (B)(6) 2018, the patient had a hemicraniotomy. The patient had hypotension, gastrointestinal bleeding, severe anemia, severe hypernatremia, and fever. The patient was made ¿do not resuscitate¿ and there was to be no escalation of care. The patient was critically ill, care was withdrawn on (B)(6) 2018, and the patient expired. No additional information was provided.